Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while using the hemopro 2, a 6 inch piece of the device broke off inside of the pt's leg. The pa used a surgical instrument to retrieve the piece. The hosp indicated that the incision did not need to be enlarged and an additional incision was not needed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was broken along the center. The c-ring assembly was inspected under a microscope and it was observed that the c-ring was melted, which is consistent with the application of heat from the hemopro 2 tool. Based upon the eval results, the reported complaint was confirmed for c-ring break. (B)(4).